Manufacturer narrative:
The bwi product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
During a ventricular tachycardia ablation with a thermocool smarttouch sf catheter, the patient experienced blood in the epicardial space treated with removal the blood from the epicardium and pushed it back through the femoral sheath. The patient was on the way to the operating room (or) but was stable. The intervention provided was that the patient was taken to the or to stabilize the bleeding, however the patient was no longer bleeding at that point. The patient required extended hospitalization because the surgeons were unable to close the chest following the surgical intervention and the patient was sent to the ICU with an open chest until the blood thinners were fully reversed. The patient remained with an open chest until the chest was closed on (B)(6) 2026. The outcome of the adverse event was that the patient fully recovered (no residual effects). The report indicated that during a vt procedure, there was an agilis sheath in the epicardium and another transeptal. While mapping in the left ventricle, the agilis sheath was pulling back blood from the epicardial space. The physician removed the blood from the epicardium and pushed it back through the femoral sheath. The following bwi devices were in use soundstar catheter, thermocool smarttouch sf bid tc, d-f catheter, optrell catheter, cs - fj curve catheter, ngen system, and carto 3 system. The information received indicated that the physician¿s opinion on the cause of this adverse event was that the ep (electrophysiology) star catheter perforated one of the ventricular coronary sinus (cs) branches. The other relevant history/preexisting condition was that the patient had a previous ablation on (B)(6) 2025 that included a pvi (pulmonary vein isolation) and pvc (premature ventricular contraction)/vt (ventricular tachycardia) ablation which used both jnj mapping and ablation along with medtronic affera mapping and ablation for both the pvi and pvc/vt ablation. Also, during this procedure to facilitate epicardial access, the right atrial appendage was purposely perforated in order to inflate the pericardial sac with co2. The procedural act (activated clotting time) before the procedure was not checked. But the procedural act during the procedure was 350. The sheath and the catheters exchanges were 4 between stsf, epi and endo for mapping and ablation. One transseptal puncture site was performed during the procedure with agilis 8.5f inner, versacross. No ablations were performed within or outside the pulmonary veins during this procedure. The force sensing ablation catheter use was stsf. The force visualization feature used was graph. The visitag module parameters for stability used were 3mm 3 sec and 25% 3gms. No additional filter was used with the visitag. The color option used prospectively was other tag index. Prior to noting the pe (pericardial effusion)/CT (cardiac tamponade), ablation was performed. The event occurred during ablation phase with new bleeding was noted after the ep star catheter was placed in one of the ventricular branches. The physician had previously mapped and ablated in both the epicardial and endocardial space prior to the bleeding being noted. The flow settings were 2cc basal rate, 8cc low and 15cc high. The correct catheter settings were selected on the generator. No issues with flow rate change at the start of ablation. No error messages were observed on biosense webster equipment during the procedure.

Manufacturer narrative:
On 7-feb-2026, the product investigation was completed. During a ventricular tachycardia ablation with a thermocool smarttouch sf catheter, the patient experienced blood in the epicardial space treated with removal the blood from the epicardium and pushed it back through the femoral sheath. The patient was on the way to the operating room (or) but was stable. The intervention provided was that the patient was taken to the or to stabilize the bleeding, however the patient was no longer bleeding at that point. The patient required extended hospitalization because the surgeons were unable to close the chest following the surgical intervention and the patient was sent to the ICU with an open chest until the blood thinners were fully reversed. The patient remained with an open chest until the chest was closed on (B)(6) 2026. The outcome of the adverse event was that the patient fully recovered (no residual effects). Device evaluation details: the device was returned to johnson & johnson medtech (j&j medtech) for evaluation. Following j&j medtech procedures, a visual inspection and revision of all device features were performed. Visual inspection revealed no damage or anomalies on the device. The device was connected to carto 3 system and an ablation cycle was performed, no force, magnetic, noise, temperature or impedance issues were found. Additionally, device was deflected and irrigated during the test and no issues were observed. A manufacturing record evaluation was performed for the finished device lot number 31752376l and no internal action was found during the review. No malfunction was observed during the product analysis. The root cause of the adverse event remains unknown. The instructions for use (IFU) states the following recommendations: when using the catheter with conventional systems (such as fluoroscopy or intracardiac echocardiography), with the carto¿ 3 system, careful catheter manipulation must be performed in order to avoid cardiac damage, perforation, or tamponade. Catheter advancement should be done under direct imaging guidance. Do not use excessive force to advance or withdraw the catheter when resistance is encountered. The firmness of the braided tip dictates that care must be taken to prevent perforation of the heart. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).